Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the analysis finding was previously reported as 'no anomalies found'; however, additional analysis was performed with the following findings: although no evidence of oversensing was noted during a brief period of observation, instability in the voltage supply was found during long term monitoring. This would account for intermittent oversensing. The fluctuations in the voltage supply were attributed to high current leakage in a hold capacitor.